Event description:
It was reported that balloon rupture occurred. A 8.0 x40, 75cm gladiator elite balloon catheter was selected for use. During the procedure, the balloon ruptured the device was removed without any problem, and the procedure was completed. There were no patient complications as a result of this event.